Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician did not turn on the generator when he placed it in the patient's body. It was reported the generator did not work. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.